Event description:
A spokesperson reported that a physician's assistant (pa) began working on a pt when the o-ring blew out. The pt was unharmed, but the pa sustained a 2nd degree burn across the palm of the right hand measuring 3" x 1". The burned area blistered then the blisters opened. The pa was not wearing any protective gloves at the time. The spokesperson also reported there was a loss of strength and fine motor function for about 2 hours, then a loss of feeling of the entire hand. The burn is healing nicely and the pa still has a sensation of numbness in the 4th and 5th finger of right hand.

Manufacturer narrative:
The spokesperson who reported the incident said he went on-line to research the product when he became aware of the improved seal retrofit ring. He then called premier to request a retrofit ring and reported the burn incident. This nitrospray lite plus 10 oz. Unit was sold by premier to a distributor on 02/17/1999. The distributor then sold it to facility. Premier notified the distributor in march of 2004 about the unit being part of a field correction and that there was a free retrofit ring available. Premier offered to send retrofit rings to the distributor and or directly to their customer. The distributor did not provide any customer information or request any retrofit rings at that time. This nitrospray lite plus 10 oz. Unit was returned from facility and first tested using the air pressure test for safety reasons. We were only able to duplicate the o-ring blowing out when the cap was too loose and not tightened according to the instructions. The unit was fitted with a new retrofit ring and retested using air pressure and liquid nitrogen. Once again, the unit performed according to all specifications. In conclusion, gas could escape under the cap while the unit is under pressure, if the cap was too loose and not tightened according to the instructions.